Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the customer went in water while connected to the pump and the touchscreen is now unresponsive. There was no impact to customers` blood glucose level.